Event description:
The manufacturer became aware of an allegation of a thermal event occurring to the power supply dc cable of a continuous positive airway pressure (CPAP) device. There was no patient harm or injury. The manufacturer's investigation is on-going. Upon completion of the investigation, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer received the dreamstation auto CPAP and humidifier for investigation. The manufacturer confirmed evidence of thermal damage with deformation to the dreamstation dc input power connector. There was evidence of water/liquid ingress to the blower/bower box assembly and bottom enclosure, indicating the units were moved or mishandled while there was water present in the humidifier chamber. The philips respironics dreamstation systems deliver positive airway pressure therapy for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing over 30 kg (66 lbs). It is for use in the home or hospital/institutional environment. The user is cautioned "if you notice any unexplained changes in the performance of this device, if it is making unusual or harsh sounds, if it has been dropped or mishandled, if water is spilled into the enclosure, or if the enclosure is broken, disconnect the power cord and discontinue use. Contact your home care provider." The manufacturer concludes the reported event was likely due to user abuse/misuse. There was no patient harm or injury. Based on the information available, the manufacturer concludes no further action is necessary.